Event description:
It was reported that during a case a total of three units from the same lot failed. It was further reported that the internal head of the first unit broke off, the tip of the second unit bent in a 45 degree angle and the tip of the third unit broke off. It was further reported that there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. A total of three units from the same lot were implicated in the event.